Manufacturer narrative:
We have been informed about a defect product, "the needle tip fell off" on a bonee product. After receiving this complaint, we searched for other complaints and we didn't find any other complaint on the lot number 9951990. The product reference nbi0351002 lot number 9951990 was manufactured with an intermediate product nbi03579 lot number 9835194. The intermediate was made with a needle component reference ss720670 lot number 9525330. Checking the quality database revealed no anomaly in connection with the described defect. On 16th january 2025, we received one used sample. A visual inspection of the glue on the sample received with a uv lamp was carried out and confirmed the presence and correct distribution of the glue at the needle and tube. In addition, according to our work instruction (fsi), during the manufacturing process, all pieces are controlled with air test that allows to check the sticking of the needle on the tube and when there is a problem the needle falls during the time of the control. At visual examination, we can see a mark/fold at the level of the needle which may have occurred during packaging and therefore weakened the glue. Without the original packaging, it is impossible to confirm this root cause. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number 9951990. B3: estimated date.

Event description:
According to the available information, the needle tip fell off in the scop/working channel and was found there, no harm to the patient.